Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the iliac artery. An 8x80x120 epic vascular self-expanding stent was selected for treatment. During unpacking, it was noted that the stent has significant creases. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the iliac artery. An 8x80x120 epic vascular self-expanding stent was selected for treatment. During unpacking, it was noted that the stent has significant creases. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was received with the stent partially deployed. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was not in place on the rack of the device. No other issues were identified with the device and no patient complications were reported.